Event description:
Complainant alleged that during functional testing, the device was unable to connect to any multi-function cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and the malfunction was verified. The multi-function retainer was replaced to remedy the condition. Analysis for reports of this type has not identified an increase in trend.